Event description:
It was reported that a 2.5 x12 mm xience v stent was implanted in the proximal end of the obtuse marginal (om1) and a 3.0 x 23 mm xience v stent was deployed in the true circumflex extending into the proximal portion of the distal om branch. The stent was post-dilated at 16 atmospheres (atm) with a 3.0 mm noncompliant (nc) balloon. The stent was a bit oversized distally and there was some haziness at the distal stent edge. Although there was no clear dissection, the decision was made to implant a 2.5 x 08 mm xience v stent; however, the stent dislodged from the stent delivery system while trying to navigate the proximal calcific tortuosity. The stent remained on the guide wire and migrated distally, but ended up near the distal stent edge where it was originally intended to be implanted. A 1.25 balloon was advanced successfully within the under-deployed stent and dilated at 8 atm. Then a 2.5 x 08 was used to re-dilate the stent and post it to the distal vessel walls. Finally a 3.0 nc balloon was used to post-dilate the stent at 12 atm. There was no adverse patient sequela and the final patient outcome was good, with timi 3 flow. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the stent implant was dislodged from the balloon and was not returned, thus confirming the complaint. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified. The 3.0 x 23 mm xience v is being filed under a separate medwatch report.